Event description:
It was reported that this device delivered 5 rounds of inappropriate anti-tachycardia pacing (atp) and 4 inappropriate shocks due to an episode of atrial arrythmia. The device remains in service. No additional adverse patient effects were reported.